Manufacturer narrative:
Intuitive surgical, inc. (Isi) received, the cobra grasper instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) found the primary failure of broken grip tip to be related to the customer reported complaint. The instrument was found to have a broken grip at the distal tip. A piece approximately 0.051" x 0.018" was found to be broken off. The broken piece was not returned. Common causes of the failure mode broken instrument grips-tips are typically attributed to the user mishandling/misuse, such as excess force applied to the instrument jaws. This damage during use may result from applying excess force on the instrument shafts and/or tips during handling, insertion, usage (overloading), or removal. This complaint is considered a reportable event due to the following conclusion: failure analysis acknowledged that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. At this time, it is unknown what caused the instrument grip tip breakage to occur. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur, as unintended broken fragment(s) falling inside the patient may require surgical intervention.

Event description:
It was reported that during a da vinci-assisted radical extraperitoneal without lymphadenectomy prostatectomy surgical procedure, the cobra grasper instrument had insufficient grip/grip failure (jaws not working). A back-up instrument of the same kind was used, and the procedure was completed with no reported injury or delay. Intuitive surgical, inc. (Isi) has reached out to the reporter to obtain additional patient/event information but has not yet received a response as of the date of this report.